Event description:
The customer ran blood glucose tests on her contour link and her contour usb. The readings were 388 and 188 mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.